Event description:
Surgeon was performed a lumbar procedure which involved miniaml invasive instrumentation and fusion. The sales rep from medtronic brought in a disposible ligh system which would increase light into the tube device used for thr procedure. The light system was attached to sterile light cord and connect to light soures. The sterile disp. Cord and light system were on sterilie field on pt's back burn was noted - 2nd cord were used and then p/c. Dr saw burn and ordered medication after procedure was complete.